Manufacturer narrative:
(B)(4). A service history review was done for the serial number of the device. The service history review revealed that the device had been serviced 4 times in the past two years. However, since the reported issue was unknown, the service history record showed no previous service events were the same/similar to the reported problem . Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A service history review will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro had an unknown alarm. The specific alarm was not reported. The patient stated that they ended the previous therapy early due to the alarm. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.